Manufacturer narrative:
(B)(4). Additional information: top shroud. The er420 device was received with the top shroud broken. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. No conclusion could be reached as to may have caused the top shroud damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric sleeve procedure, the device was not forming clips properly. The procedure was completed using same like device. There were no patient consequences reported. No additional information available.